Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿gif-h180 operation manual chapter 3 preparation and inspection: 3.2 inspection of the endoscope. Gif-h180 operation manual chapter 4 operation: 4.2 using endo therapy accessories.¿ based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported failure mode was a result of the user using a high-energy endo therapy accessories (laser, high frequency) without ensuring sufficient distance from distal end. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burned plastic distal end cover. There were no reports of patient involvement.